Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator was not working after the pt was defibrillated. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.